Event description:
It was reported to boston scientific corporation that enteryx was used during an enteryx implant procedure performed on an unknown date. According to the complainant, the patient is gradually experiencing severe pain post-procedure. The patient described the pain as sharp, radiating to the right side all the way through the back with a pain scale of 7 out of 10. The patient is also experiencing dysphagia, causing minimal food intake and having to sleep in a sitting position allowing a minimum of two to three hours of sleep per day. The patient was in the hospital due to gi symptoms as of (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number, or lot number. Therefore, the manufacture and expiration dates are unknown. The upn is unknown, therefore, both applicable recall numbers have been listed. The device will not be returned, as this device is an implantable material.

Event description:
It was reported to boston scientific corporation that enteryx was used during an enteryx implant procedure performed on an unknown date. According to the complainant, the patient is gradually experiencing severe pain post-procedure. The patient described the pain as sharp, radiating to the right side all the way through the back with a pain scale of 7 out of 10. The patient is also experiencing dysphagia, causing minimal food intake and having to sleep in a sitting position allowing a minimum of two to three hours of sleep per day. The patient was in the hospital due to gi symptoms as of (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ** additional information (B)(4) 2013 ** the patient was in the hospital for five days and received morphine for pain. The patient reported that he has experienced considerable weight loss due to his inability to eat, and is currently scheduling a follow-up procedure to surgically remove the enrteryx material.